Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report. This is the same pt/event as MFR #2249697-2012-01363. This is the same pt/event as MFR #2249697-2012-01365.

Event description:
It was reported that, surgeon explanted 9 mm ps insert, reimplanted 16 mm ps insert, but damaged it. Implanted a second 16 mm ps insert and had difficulty seating it. Posterior rim was damaged, so the third 16 mm ps insert was used/implanted successfully.